Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: tissue condition on which suture was used? The wound is red and swollen with slight pain. What is the event date? March 22, 2021. Location of inflammation? Eyelid skin. Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose. -the specification and dosage of cefaclor suspension cannot be determined. Was any surgical intervention performed specifically re-suturing? No. Attempts are being made to obtain the following additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure? Were any concomitant procedures performed? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qhmmrm /j570g50, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an eyelid conjunctival laceration procedure on an unknown date in 2021 and suture was used. On (B)(6) 2021, it was noted that the patient suffered from erythema and inflammation on the eyelid wound at the time of routine removal of suture. The wound was red and swollen with slight pain. Immediate medical treatment of cefaclor suspension was given to the patient. Wound healing was good at follow-up diagnosis. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: one picture was received to ethicon inc for evaluation. It was observed a wound with inflammation. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested and the following was obtained: date of index surgical procedure? On (B)(6) 2021. Were any concomitant procedures performed? No. The diagnosis and indication for the index surgical procedure? Laceration of right eyelid, suture of laceration of eyelid conjunctiva. Other relevant patient history/concomitant medications? Unk. Does the patient have a known allergic history to any medical devices, food and/or medication? Unk. Was allergy testing performed? If so, please describe with results. Unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Rejection due to implant. What is the patient's current status? Discharged from the hospital.